Manufacturer narrative:
MFR # 2916596-2026-2917252 captured the onset of the infection. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to septic shock. Whether the outcome was device or therapy related was not provided by the customer. An autopsy was not performed. The device was not explanted. Additional information provided reported that the customer does not have any follow up information at this time. The vad was operating as expected at the time of patients death.

Manufacturer narrative:
Per-2026-0087062 has been created to capture the report of infection onset date. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The source of the sepsis was bacteremia. The date of onset for infection was (B)(6) 2023. The patient experienced fever with elevated white count. The patient had candidemia on suppressive voriconazole (B)(6) 2023, pseudomonas bacteremia (B)(6) 2025 and a driveline exit site (dles) infection secondary to (2/2) multidrug resistant (MDR) pseudomonas. Treatment included chronic voriconazole and ceftazidime. The death was not considered device related and the device operated as expected. Per-2026-0087062 covers (B)(6) 2023 onset of infection and candidemia on suppressive voriconazole.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The ventricular assist device (vad) was operating as expected at the time of patient's death.